Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that a clear plastic material is inside the syringe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.